Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at a reservoir tube window corner and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer has called several times. It was reported that the customer had tried different infusion sets, lots or cannula lengths, the insulin was not expired or denatured, the insertion sites were rotated, the handling was correct, and the tubing was not bent or kinked. The customer insisted on replacing the insulin pump. The customer's blood glucose was unknown. Nothing further was reported.